Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured into two pieces upon impaction. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned instrument identified signs of repeated use and the device had fractured into two pieces. The device history records were reviewed and no discrepancies were identified. The device had a potential field age of 11 years and exhibited signs of repeated use. Therefore the root cause is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.